Manufacturer narrative:
Product ID: 3889-28, lot# va1p7ac, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the urinary tract infection was the lead miscommunication x8 and that the event was assessed to be related to the device/therapy, with an etiology as the device. No further complications were reported/anticipated.

Event description:
No new information.

Manufacturer narrative:
H3 :product analysis pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 3889-28 lot# va1p7ac implanted: (B)(6)2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1p7ac, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved at the time of the study closure.

Manufacturer narrative:
Product ID: 3889-28, lot# va1p7ac, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient¿s main complaint when they started coming to the hcp¿s office was the uti, which had been going on since at least (B)(6) 2017. It initially appeared that the patient had short relief from the utis when the device was implanted, until starting in (B)(6) when their first uti returned; it was then discovered that the leads were not communicating. It was noted that the utis were one of the main underlying urinary dysfunctions for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1p7ac, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient had worsening clinical symptoms due to the lead miscommunications, included urinary incontinence and urinary tract infection. It was noted that the cause of the 4 miscommunicating pairs of leads was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1p7ac, implanted: (B)(6) 2018, explanted: product type lead h3: analysis results were not available at the time of this report. An additional report will be sent once analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1p7ac, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-feb-2022, UDI#: (B)(4). (B)(4) pertain to product ID: 3889-28, lot# va1p7ac, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient developed worsening urinary symptomatology, was back to 4 pads a day, and infections; when the device was interrogated, there were 4 miscommunicating pairs of leads. The patient denied any falls. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included imaging, which revealed a normal kub. No actions/interventions were taken and the outcome of the event was ongoing. No further complications were reported/anticipated.